Event description:
A reporter, reported that their precision xtra blood glucose meter was not uploading results properly to their precision link data management system. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
If any further information is obtained, a follow-up report will be filed. Customers and retailers have been informed through the adc fa21dec2006 letter.